Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that tna nail was inserted over the synream guide wire and was positioned in the tibia. Surgeon was unable to remove synream wire which seemed to be blocked. Surgeon had to remove the inserted nail and the wire came out along with the nail. Upon inspection, it was observed that the guide wire had become jammed in the distal peek inlay of the nail and this was preventing the wire from coming free. Due to the forces placed on the inlay when trying to initially remove the wire, it had moved from its original position and shifted proximally. After the nail and wire was removed, the damaged inlay could be seen along with bone fragments within the distal tip of the nail. Prior to insertion, the synream wire tip had been bent to aid fracture reduction. A new wire was inserted followed by a new nail and there were no issues. The operation was completed without harm to the patient.